Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause and treatment were not reported. The patient was hospitalized, their pd catheter was removed and the patient was switched to in center hemodialysis. The patient outcome was not reported. No additional information is available.